Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the jaws will not open; removed from tissue by manually opening. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged at the proximal side. The condition of the jaws prevented the proper functionality of the jaw. However the jaws did open and close. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.